Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit. Through discussion with user facility personnel, the technician learned that the rapicide pa test strips were failing. The technician found that user facility personnel were using expired test strips with their advantage plus pass-thru causing the reported event. The technician tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation the advantage plus pass-thru, specifically to not use expired test strips. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their advantage plus pass-thru was not working properly. Because the facility had no other available methods of reprocessing devices, procedures were postponed. No report of injury.